Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565 - 2018 - 04162, 0001822565 - 2018 - 04165, 0001822565 - 2018 - 04166, 0001822565 - 2018 - 04168, 0001822565 - 2018 - 04169, 0001822565 - 2018 - 04170, 0001822565 - 2018 - 04171.

Event description:
It was reported during routine inspection, it was discovered the instruments were worn and when returned; shims are missing the bearing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04162 - 1, 0001822565 - 2018 - 04165 - 1, 0001822565 - 2018 - 04166 - 1, 0001822565 - 2018 - 04168 - 1, 0001822565 - 2018 - 04169 - 1 and 0001822565 - 2018 - 04171 - 1.

Event description:
No further event information available at the time of this report.